Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) concluded, that the reported failure was confirmed, two lives left, not working properly. The instrument was found to have damage of the conductor wires insulation. The electrical continuity test was performed and failed.

Event description:
It was reported, that during a da vinci-assisted linx surgical procedure. Force bipolar instrument was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure completed with use of a backup instrument (same type). There was no report of injury. There was no report of energy.